Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the device associated with this report was not returned for evaluation. No evidence was found indicating product error was a contributing factor to the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The 420903 trumatch pin guide femoral r, lot number 099ru associated with this report was not returned for evaluation. A device history record (DHR) review found no deviations or anomalies were noted. A product development design file review was conducted by trumatch engineering. The results were as follows: segmentation: segmentation designed within trumatch specifications. Proposal design: patient femur looks smooth. Trumatch was notified from field after surgery that surgeon did not clear anterior soft tissue. Proposal designed within trumatch specifications. Block design: block designed within trumatch specifications. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Trumatch cases (B)(4) did not perform as expected. It was discussed that the surgeon does not clear the anterior soft tissue of the femur. Per our surgical technique, it is recommended to clear extraneous soft tissue from the anterior aspect of the femur. Here are case details: (B)(4).